Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
A (B)(6) kg baby underwent closure and a 04-04 amplatzer piccolo occluder was implanted without any evidence of device migration lpa obstruction. Post implant the baby had a repeat echocardiogram 4 hours following implant procedure and it was noted that the device migration into the lpa causing a residual shunt. The baby was taken back to the cath lab and had the device removed without difficulty using a snare. An amplatzer vascular plug ii was implanted. Post implant lpa stenosis was noted and it was not possible to remove the device so instead a stent to open the lpa was used. Once the baby reaches 6 to 7 kilograms in weight the lpa may be opened and the stent removed with lpa repair. The patient is recovering. Manufacturer report number: 2135147-2020-00099.

Manufacturer narrative:
Additional information: an event of lpa stenosis after device implant was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.